Event description:
It was reported that during the spinal cord stimulation (scs) implant procedure to replace the non-bsc system with a boston scientific system after the infinion cx leads were inserted, intraoperative stimulation to confirm the implantation position all showed normal impedance values, and electrical stimulation was also observed to flow from the patient herself during anesthesia. After the lead was fixed, the proximal part of the lead was also temporarily closed inside the body, and the patient was positioned from prone to lateral position under general anesthesia. After positional change, tunneling was performed subcutaneously in a clean field, the lead was connected to the relevant implantable pulse generator (ipg), and the 9th to 16th electrodes of the right lead were inserted into port d of the ipg, however, high impedance occurred at port d (1) (9th electrode) on the programmer. The lead was removed, wiped with wet and dry gauze, and reinserted, but the high impedances persisted. The physician assessed that the lead was not inserted all the way through. When the ports c and d were switched as a trial, the same port d (1) had high impedance on the programmer. A new or cable was opened to assess the problem with the lead, and the impedance of the lead was confirmed to have normal values for all 16 poles. It was confirmed that there was no problem with the lead, however, the physician assessed that the head part of the lead on the side of the connection to the ipg was soft and would bend when inserted into the ipg. Both leads were showing normal values, however, it was determined that the lead main unit might have been fractured due to repeated insertion into the ipg. The physician assessed that an abnormal insertion and removal of the right-side lead would result in a widening of the lead fracture. The lead remained implanted and electrodes 9 and 15 on right side lead remained in a high impedance state. Additional information was received that the lead with the suspected fracture and high impedances was replaced and no longer remains implanted in patient.

Event description:
It was reported that during the spinal cord stimulation (scs) implant procedure to replace the non-bsc system with a boston scientific system after the infinion cx leads were inserted, intraoperative stimulation to confirm the implantation position all showed normal impedance values, and electrical stimulation was also observed to flow from the patient herself during anesthesia. After the lead was fixed, the proximal part of the lead was also temporarily closed inside the body, and the patient was positioned from prone to lateral position under general anesthesia. After positional change, tunneling was performed subcutaneously in a clean field, the lead was connected to the relevant implantable pulse generator (ipg), and the 9th to 16th electrodes of the right lead were inserted into port d of the ipg, however, high impedance occurred at port d (1) (9th electrode) on the programmer. The lead was removed, wiped with wet and dry gauze, and reinserted, but the high impedances persisted. The physician assessed that the lead was not inserted all the way through. When the ports c and d were switched as a trial, the same port d (1) had high impedance on the programmer. A new or cable was opened to assess the problem with the lead, and the impedance of the lead was confirmed to have normal values for all 16 poles. It was confirmed that there was no problem with the lead, however, the physician assessed that the head part of the lead on the side of the connection to the ipg was soft and would bend when inserted into the ipg. Both leads were showing normal values, however, it was determined that the lead main unit might have been fractured due to repeated insertion into the ipg. The physician assessed that an abnormal insertion and removal of the right-side lead would result in a widening of the lead fracture. The lead remained implanted and electrodes 9 and 15 on right side lead remained in a high impedance state. Additional information was received that the lead with the suspected fracture and high impedances was replaced and no longer remains implanted in patient.

Manufacturer narrative:
X-ray inspection of the returned lead revealed that three cables on contacts 5, 14, and 15 were completely broken and found to be bent/kinked approximately 4 cm from the proximal end of the lead. No cables were exposed at the damaged portion of the lead. Lead was tested, it confirmed that electrodes 5, 14, and 15 are electrically open. This type of damage occurs when the lead body is deformed or kinked, causing stress on the cables. The broken cables resulted in the reported complaint of high impedances. Therefore, the most probable cause is unintended use error caused or contributed to event. Additionally, a labeling review was performed. This review determined do not sharply bend or kink the lead to avoid damaging it with excessive force during surgery.

Event description:
It was reported that during the spinal cord stimulation (scs) implant procedure to replace the non-bsc system with a boston scientific system after the infinion cx leads were inserted, intraoperative stimulation to confirm the implantation position all showed normal impedance values, and electrical stimulation was also observed to flow from the patient herself during anesthesia. After the lead was fixed, the proximal part of the lead was also temporarily closed inside the body, and the patient was positioned from prone to lateral position under general anesthesia. After positional change, tunneling was performed subcutaneously in a clean field, the lead was connected to the relevant implantable pulse generator (ipg), and the 9th to 16th electrodes of the right lead were inserted into port d of the ipg, however, high impedance occurred at port d (1) (9th electrode) on the programmer. The lead was removed, wiped with wet and dry gauze, and reinserted, but the high impedances persisted. The physician assessed that the lead was not inserted all the way through. When the ports c and d were switched as a trial, the same port d (1) had high impedance on the programmer. A new or cable was opened to assess the problem with the lead, and the impedance of the lead was confirmed to have normal values for all 16 poles. It was confirmed that there was no problem with the lead, however, the physician assessed that the head part of the lead on the side of the connection to the ipg was soft and would bend when inserted into the ipg. Both leads were showing normal values, however, it was determined that the lead main unit might have been fractured due to repeated insertion into the ipg. The physician assessed that an abnormal insertion and removal of the right-side lead would result in a widening of the lead fracture. The lead remained implanted and electrodes 9 and 15 on right side lead remained in a high impedance state.